Event description:
The user facility reported that when an operator was unloading the carts after a completed cycle, hot rinse water came out of the lower spray arm nozzle and sprayed the operator's ankles. The employee went to the facility emergency room for burns obtained on her ankles, who advised the operator to take ibuprofen; no additional treatment information was provided. The operator returned to work and reports she is fine with no sustaining injuries.

Manufacturer narrative:
A steris technician inspected the unit and found it was operating properly. The technician observed several processing cycles and was unable to duplicate the reported event. The technician replaced the steam valves as a precaution and placed the unit back into service; no further issues have been reported with the equipment. The washer is under a steris service contract and was last serviced on september 30, 2011 during which the equipment was found to be operating properly.